Event description:
On (B)(6) 2010, I had a gynecare tvt bladder sling implanted while having a partial hysterectomy at my dr's suggestion because of incontinence when laughing or coughing. Within a couple of weeks I began leaking a lot of urine when I stood up especially after emptying my bladder. When I stand up from the toilet urine pores down my legs. It is very difficult to work or participate in activities outside of home because I worry if I will smell of urine or if anyone can see wetness on my pants. I also have pain with intercourse and a lot of pelvic pain. The website is forcing me to check all and I wanted to only check adverse events and product problem. The outcome I wanted to only check disability or permanent damage. The last page was the same. I did not report to anyone else and I did not want to check the box not to let the MFR know my name.